Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry and there was a loose prong. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.13 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 56.5 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer originally reported to customer service that one prong on her transformer was loose. Upon receipt at medela the transformer was inspected and was found to be breached, which is a safety risk.